Event description:
Sigma spectrum pump retrieved from holding area to replace pump on pt with battery depletion. This IV pump was plugged into the wall outlet in holding area. It would turn on even when plugged in. Clinical engineers, rm & nursing evaluated the pump 06/05/06. This was repeated with ceo of sigma + local sigma rep on 06/06/06. The pump would not turn on. Unable to determine battery capacity. The strain relief bracket intact. Only one screw. The green led light on the transformer (plug) in not on. Battery contacts all clean, no corrosion on any pads (+0000-) the contact pins ( the bottom pin, third column from the right is pushed in slightly as compared to the others) battery lot no. 34705d. The strain relief bracket has only screw to hold in place, on the bottom. Needs two on the upper edge of the bracket. When the cord/ transformer unit replaced, led light goes on and IV pump is able to be turned on. Unable to get a reading from the battery capacity. All findings reported to sigma on 06-06-06.